Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal spasm, nausea, cloudy effluent and light fever. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. The same day as onset the patient was treated with cefazolin (1 gram, daily, for a total of four days, route not reported). A day after the onset, the patient experienced diarrhea. Five days after onset the patient was treated with oral sumetrolim (400mg/80mg, 1 tablet twice a day for nine days). On an unreported date the patient was treated with na-heparin (0.2ml/1000iu per bags, the medication was discontinued two days prior to receipt of this report). The patient was recovered from this peritonitis event (thirteen days after onset). Action with pd therapy was not reported. No additional information is available.